Event description:
The manufacturer received information alleging a ventilator's tidal volume was decreasing. There was no harm or injury reported. The device has yet to be returned to the manufacturer for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported an allegation of a ventilator's tidal volume decreasing. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. Water ingress was observed by the technician. The device's machine flow sensor and system board were replaced to address the issue.